Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/20/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed an unknown error message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that he obtained the unspecified error message on (B)(6) 2015 at 5:00pm. During the follow-up call, the patient informed the csr that he tests his blood glucose 4 to 8 times a day and that his normal blood glucose range is ¿90-150 mg/dl¿. The patient manages his diabetes with insulin pump therapy and denied making any changes to his usual diabetes management regimen when he was unable to obtain a blood glucose result due to the error message appearing; however, he reported developing symptoms of ¿cold sweats and shakes¿ 5 minutes after. During the follow-up call, the patient reported treating himself with food in response to his symptoms and claimed he felt better afterwards. The patient claimed a blood glucose reading was taken on another device (contour) at the onset of his symptoms and a result of ¿58 mg/dl¿ was obtained. During the follow-up call, the patient attributed the onset of his symptoms to being unable to obtain a blood glucose result with the subject meter. During troubleshooting, the csr walked the patient through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged error message began to appear.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.